Event description:
Patient had a right cochlear implant performed using the clarion 1.2 device eight years ago. After a satisfactory initial performance, patient suffered a recent device failure and presents for elective revision surgery.there was dense new bone formation over the mastoid and the feedthrough of the cochlear implant electrode. The device itself appeared normal upon extraction. There was a slight recurrence of slow outflow of cerebrospinal fluid from the cochleostomy after the implant electrode was extracted.